Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Pin from the brush head snapped off [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) consumer reported that while using an oral-b rechargeable toothbrush, version unknown, an iron pin from the oral-b flexisoft brushhead snapped off, and the head of the brush head no longer rotates. No symptoms developed.

Manufacturer narrative:
12-oct-2015 product investigation results: reporter returned type eb17 toothbrush head. Toothbrush head confirmed to be counterfeit.

Event description:
Pin from the brush head snapped off [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unknown, an iron pin from the oral-b flexisoft brushhead snapped off, and the head of the brush head no longer rotates. No symptoms developed.